Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient presented to clinic on (B)(6) 2012 with dark urine, shortness of breath and fatigue. The patient was admitted and given medication, but continued to have dark urine. The patient received a pump exchange on (B)(6) 2012.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.